Manufacturer narrative:
(B)(4). The device is has been received at our bbm service laboratory in (B)(4) and the investigation is on going at this time. A follow up report will be submitted when the inspection results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): free flow: "the patient underwent subcutaneous coronary angioplasty two days earlier. Now the patient was administered noradrenaline infusion at the rate of 5ml/h. The infusion pump was running on its own without any intervention and suddenly it gave the alarm "too many drops" and the infusion was now in a free flow state. The mean arterial blood pressure (map) increased suddenly from 70 to 125. The infusion was ceased immediately. Noradrenaline was now paused for a while as a new infusion was commenced through another infusion pump. After a while, the blood pressure falls with the consequence that the blood pressure is a bit difficult to stabilize."